Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported the connector pin was a little loose and was not charging. It was later reported that they had not yet received the recharger and because they were unable to charge the ins their device was discharged and they were not getting therapy. No further complications reported/anticipated.